Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple of months the recharger has not been working properly off and on. Patient said sometimes their recharger heats up and smells like burnt wires; it heats up inside their body and hurts them. Agent asked patient to inspect the equipment for damage and patient said there is no visible damage and the antenna cord looks fine. Patient reported they charge every other day and their implanted neurostimulator is about 25 percent charged. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 37651 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the additional information received that the patient received the replacement recharger, but it has not been working well and heats up/feels hot just like the previous recharger. The representative (rep) requested to have the patient transitioned to the wireless recharger (wr). They send an email to repair to request the wr kit and drape.

Event description:
Additional information was received from the patient that they complained to their healthcare provider (hcp) about the ins feeling hot in their chest and experiencing pain, even when the ins was turned off as well as the recharger getting hot and how the patient though it was the battery in the chest. They went and were seen at the neuroscience clinic, and it was determined that the battery was okay. The hcp had suggested charging the ins for shorter durations or adjusting the charging speed of the wireless recharger, but it was unclear if these suggestions were implemented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.